Event description:
It was reported that this patient received inappropriate anti-tachycardia pacing (atp) and shock therapy, for an atrial arrhythmia. The shocks appeared to accelerate the arrhythmia and therapy was exhausted, before the rhythm could break. The rhythm eventually terminated, with no external intervention. The patient was admitted to the intensive care unit, until they could receive a ventricular tachycardia (vt) ablation. Programming options were discussed. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
It was reported that this patient received inappropriate anti-tachycardia pacing (atp) and shock therapy, for an atrial arrhythmia. The shocks appeared to accelerate the arrhythmia and therapy was exhausted, before the rhythm could break. The rhythm eventually terminated, with no external intervention. The patient was admitted to the intensive care unit, until they could receive a ventricular tachycardia (vt) ablation. Programming options were discussed. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was received which reported that this patient received anti-tachycardia pacing (atp) and shocks for what appeared to be an atrial arrhythmia with rapid ventricular response during drug use. Technical services (ts) discussed programming options with the health care professional (hcp). No additional adverse patient effects were reported. The device remains in service.